Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("heavy and irregular bleeding") in a (B)(6) female patient who had essure (ess205) (batch no. 509407) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroids, ovarian cyst, irritable bowel syndrome, migraine and joint dislocation. On (B)(6) 2006, the patient had essure (ess205) inserted. On the same day, the patient experienced device deployment issue ("the right insert had about 2 coils protruding into the endometrial cavity and the left one had three"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), abdominal pain lower ("severe cramping, lower quadrant pain"), dyspareunia ("dyspareunia, dyspareunia (painful sexual intercourse)"), back pain ("back pain"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"). The patient was treated with surgery (ablation). At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain lower, dyspareunia, back pain, weight increased, vaginal haemorrhage, dysmenorrhoea and bacterial vaginosis outcome was unknown. The reporter provided no causality assessment for device deployment issue with essure (ess205). The reporter considered abdominal pain lower, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: there was no bleeding. She tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hystrosalpingogram - on (B)(6) 2006: total bilateral occlusion atypical squamous cells of undetermined significance predominance of bacteria consistent with a shift in vaginal flora recommend hpv testing. Specimen identification verified. Concerning the injuries reported in this case, the following ones were reported via medical record: device deployment issue most recent follow-up information incorporated above includes: on 27-feb-2018: medical records received. Patient's medical history, laboratory test were added event added from mr as device deployment issue and ablation marked for the event menorrhagia. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("heavy and irregular bleeding") in a 35-year-old female patient who had essure (ess205) (batch no. 509407) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "the right insert had about 2 coils protruding into the endometrial cavity and the left one had three" on (B)(6) 2006. The patient's concurrent conditions included uterine fibroids, ovarian cyst, irritable bowel syndrome, migraine and joint dislocation. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), abdominal pain lower ("severe cramping, lower quadrant pain"), dyspareunia ("dyspareunia, dyspareunia (painful sexual intercourse)"), back pain ("back pain"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"). The patient was treated with surgery (ablation). At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain lower, dyspareunia, back pain, weight increased, vaginal haemorrhage, dysmenorrhoea and bacterial vaginosis outcome was unknown. The reporter considered abdominal pain lower, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: there was no bleeding. She tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion atypical squamous cells of undetermined significance predominance of bacteria consistent with a shift in vaginal flora recommend hpv testing. Specimen identification verified. Concerning the injuries reported in this case, the following ones were reported via medical record: device deployment issue . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.